Manufacturer narrative:
Trackwise ID # (B)(4). H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, "the smoke doesn¿t seem to be evacuating from the tunnel as it normally does". The case was able to be completed with the hemopro by taking out the hemopro to clear to tunnel. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, "the smoke doesn¿t seem to be evacuating from the tunnel as it normally does". The case was able to be completed with the hemopro by taking out the hemopro to clear to tunnel. The hospital did not report any patient effects.